Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947 implantable tachy lead 2004 (B)(6); 5076 implantable pacing lead 2004 (B)(6). (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation and phrenic nerve stimulation from the left ventricular (lv) lead. Lv amplitude was adjusted downward to eliminate the stimulation but fell short of the capture threshold. The lead was programmed off and later capped but not replaced. No patient complications have been reported as a result of this event.